Event description:
It was reported that prior to insertion in anesthesia, the md found the tip of the swg was bent. As a result, a new kit was opened and used without issue. It is not known if a delay resulted due to this issue; however, there was no reported death or complications to the pt.

Manufacturer narrative:
(B)(4).